Event description:
Infuse bone is a product which requires being mixed with sterile water. The product comes in a kit from medtronic. The sterile water is inclusive with the kit. There is an expiration date on the outside pack for the entire kit. This should indicate that all of the components within the pack should expire after the outside date. The rn checked each component and discovered that the sterile water was outdated by 5 years!what was the original intended procedure?spine surgery.